Event description:
Caller reported an alarm 2 followed by alarm 26 with no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to perform specific actions with the tubing and cartridges, which initially did not resolve the issue as the occlusion alarm recurred. However, after further instructions, it was determined that the blockage was in the cartridge and not in the tubing. The customer then changed supplies as necessary and resumed insulin therapy.